Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had a blocked swing fork. It was determined that this happened because of corrosion inside the attachment on the bearings. It was determined that the corrosion came from the attachment being exposed or submerged in fluids (such as water), for a long time, or because during cleaning of the device, the use of strong pressure and fluids caused water to become trapped inside the attachment. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the mechanic seized, jammed and was moving heavy on the oscillating saw attachment device. It was noted in the service order that the device had a blocked swing fork and there was corrosion inside the attachment on the bearings. It was further determined that the device was not working at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.